Event description:
It was reported that the g7 thread could not be removed after cup insertion. The surgeon was able to remove the cup and inserter once on the table. Another g7 thread was used to complete the procedure. A ten (10) minute delay occurred. No known impact or consequence to the patient.

Manufacturer narrative:
(B)(4). G2: foreign: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g3, h2, h3, h6 the following section was corrected: h4 visual examination of the returned product identified the device has damage consistent with the reported event. Indentation marks around the locking rails, top flat surface of the head, and around the o.d. Of the head causing the rails to be bent and material to impede the locking slot. The large internal hex shows heavy wear marks. There are nicks present on the small hex end. No other damage was noted during visual evaluation. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report.